Event description:
According to the reporter, during a robotic laparoscopic procedure, endometriosis excision with colon resection due to endometriosis, the stapler was fired accordingly. Upon removal, the device was very difficult for the first assist to remove. Upon evaluation by the surgeon, it was tried to remove the device but it was unsuccessful. The stapled tissue appeared to be "stuck" and prevented the circular stapler from being removed. There was no room to staple around the anastamosis and so with limited options, the surgeon decided to reposition the stapler (while under laparoscopic visualization), re-close the anvil on the tissue, and re-fire the knifeblade so that the tissue that was preventing the removal of the device could be re-cut and removed. After the re-firing of the knife, the circular stapler was removed successfully. However, the result was a defect/hole that was created in the colon, presumably due to the re-firing of the knifeblade. As a result, the defect/hole was sutured closed with robotic assistance. The surgical time was extended for one hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.